Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set disconnected. This occurred during an unknown process step. It was stated that the twist connector had separated from the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.